Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left anterior descending (lad) artery. The bmw universal ii guide wire (gw) was advanced however friction was felt moving forward. Under floroscopy the guide wire seemed to be de-shaped and upon removal it was observed that the coating was peeled off. The anatomy was flushed to remove any portion of the peeled guide wire. Another wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire experienced resistance during advancement. Factors that may contribute to difficulty during advancement include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the wire was observed to be peeled once removed from the anatomy. In this case, it is possible that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.